Manufacturer narrative:
This complaint was identified during a retrospective complaint review as meeting the criteria for an MDR and will be submitted to the FDA. (B)(4). Carefusion technical support shipped the distributor a replacement control printed circuit board assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty control printed circuit board assembly for evaluation. As of 08/05/2015, carefusion has not received the alleged faulty control printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported the following: "vent inop", "motor fault", "low pip", "low ve", "xdcr fault" and "high rate" alarms continuously." According to the distributor, the unit started working properly after installing a new control printed circuit board assembly. This event occurred while the unit was being used on a test lung. No patient involvement.